Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4) , serial: (B)(6) and batch: 8285435. Common device name: drg lead, model: mn10450-90a, UDI: (B)(4) , serial: (B)(6) and batch: 8285435.

Event description:
It was reported the drg system was not providing effective therapy and as such surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein two drg leads were explanted and one drg lead was attempted to be explanted but was fragmented in the process.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.